Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that a leak was noted from the swivel and line connection during priming. The device will be replaced. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection shows a tie band on the luer fitting/tubing connection. Performance analysis: a syringe filled with di water was connected to the stopcock and when engaged there was a leak from the luer fitting/tubing connection. The luer fitting was removed and there was no evidence of any damage/cracks. Reason for return was confirmed. Conclusion: complaint was confirmed for the reported non-conformity. After evaluation it was confirmed the root cause was the placement of the tie band on the connection as its movement can easily break the bonding between the tubing and the connector due to handling. The tie band was used as a replacement for the silicone bands on this order due to a shortage to prevent disconnections / leakages, however, specific handling of the line may affect the bonding of the connection. Through DHR review it was confirmed that replacement of silicon bands for zip ties was performed on (B)(6) 2021. This replacement was caused because of a shortage of tubing used on the making of the silicone bands. A field communication email was sent to all representatives to ensure they were notified about the need it change. Silicone band help us reinforce connections between tubing and components that doesn¿t have barbs. Because of this shortage and to m aintain the connection reinforced, zip ties were added as replacement of silicon bands. The only affected lot with this nonconformance is the reported on the customer complaint (B)(4) of catalog ¿bb10m79r9¿. No other orders for catalog bb10m79r9 were built with the zip ties replacement and all available lots on distribution center were built with silicon bands. Complaints received for the same failure modes were reviewed and showed no additional trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.